Event description:
It was reported that during implant, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended, and there were no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.